Event description:
It was reported that during an arthroscopy, the biorci-ha screw broke when it was inserted in the tibia. The broken pieces were removed from the patient with the help of a grasper and suction. The procedure was completed using a s+n back up device in the originally drilled bone hole, which was prepared with a 7mm cannulated drill. There was a delay of less than 30 minutes, and no further complications were reported. Patient is doing well.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the broken device next to its identification information. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.